Event description:
The customer contact reported a leak. It was reported that the piercing pin of the tubing set was inserted into the administration port of the soluset and the soluset was filled with solution. After an unspecified length of time, it was reported that the nurse pumped the customer reported bulb below the burette of the tubing set. No specific details were provided. At this time, an unspecified volume of solution leaked from a crack at an unspecified location of the soluset. No specific details were provided. No info was provided if the leak occurred during or prior to pt use; however, there were no reported adverse pt effects and no reported delay of therapy. No med interventions were reported. No additional info was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the device leaked at the distal end of the soluset between the lower lid of the soluset and the printed cylinder. This was due to insufficient solvent application. This report represents all the information known by the reporter upon query by hospira personnel.